Event description:
Healthcare professional reported left side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on plug strap bond edge side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease is observed. Yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "deflation". The device has been explanted and replaced.